Event description:
On (B)(6) 2025, it was reported that a patient underwent a central venous catheter placement procedure. During the procedure the catheter was allegedly had a hole in the catheter tubing near the white lumen tip, resulting in the inability to deliver medications through the line. The procedure required another surgery using a different device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 7fr hickman d/l catheter was received for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. The complaint sample was returned with both clamps engaged. What appeared to be small pinholes in parallel, were noted on the white luer clamping sleeve, proximal to the hub. The edges of both pinholes on the white luer clamping sleeve were noted to be uneven. Therefore, the investigation is confirmed for the reported material puncture/hole issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a chronic catheter placement procedure using hickman cv catheter, dual-lumen, 7f. Prior to the procedure, the catheter was allegedly had a hole in the catheter tubing near the white lumen tip, resulting in the inability to deliver medications through the line. The procedure required another surgery using a different device. There was no patient contact.